Manufacturer narrative:
A philips remote service engineer (rse) performed an investigation. Analysis of logs did not reveal a technical defect in the infrastructure. In the logs, the alarms are indicated in the correct rooms and no errors are visible. When viewing room alarm reviews at the web review level, the alarms are in the good room reviews. The reviews at the care post level do not correspond to the reviews displayed in the web review. The registration of reviews is only bad at the central level (pic ix). This central is not in the same software revision as the rest of the infrastructure, which is in c.03.08. The problem appears to be related to an incompatibility between the software version c.03.06 and the c.03.08 version. The problematic central was patched with c.03.08 so that the entire infrastructure was homogeneous. Following the patch, the customer was asked to contact us again in case of a recurrence of the phenomenon. No further calls were received. The device was operational after upgrading the software. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on an patient information center ix (pic ix) indicating that during printing of the events for one minute for a mar patient, a bradycardia alarm was indicated, although the tracing does not indicate any problem. The cardiac tracing of a cou patient, located in a nearby room, did indicate a problem; this patient had bradycardia in front of the nurse and the printout shows indeed the problem, but the alarm is not indicated. Therefore, the alarm was inverted between two patients on the same central unit. A nurse was present in the room; therefore, any incident was avoided. Actions were taken at the hospital to take care of the patient by increased monitoring by the nurses.